Event description:
Eri reported via hm. Patient to be evaluated. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device explanted. Upon receipt, the device was interrogated, confirming the eri battery status. The returned data and the memory content of the device were inspected. The analysis revealed that the eri battery status was activated during a capacitor reformation on (B)(6) 2022 due to a charging time of 20 sec. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, within 20 s charging time the specified energy level could not be reached. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. Due to these damages the charging of a defibrillation shock was impaired. It is reasonable to assume that the damages were caused by the reported MRI scan on september 2021. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition. This induced high current condition may possibly led to such rare events, like the observed damage of the electronic module and does not represent a device malfunction. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. In summary, the ICD was thoroughly analyzed. During the analysis it was found that the clinical observation resulted from a damaged component of the electronic module, most probably caused by the reported magnetic resonance imaging on (B)(6) 2021. Due to this damage the charging of a defibrillation shock was impaired, leading to the activation of the eri battery status as specified. This does not represent a device malfunction. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
Device explanted.

Manufacturer narrative:
Device explanted. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis confirmed the eri battery status, which was activated during a capacitor reformation on (B)(6) 2022 due to a charging time of 20 sec. The root cause for the long charge time was not determinable. However, a component damage cannot be excluded. Please note that a correlation of the current observation to the MRI procedure in (B)(6) 2021 cannot be excluded. Should the ICD become available for analysis, this report will be updated.